Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe "black" foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from chinese to english: stage: when opening the package. Defect; black foreign matter on the pipe wall. Quantity: 1 piece.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.